Event description:
The patient reported issues with the infusion tubing becoming disconnected from the infusion site during the night. The patient was sent new infusion sets and has no further issues. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.